Manufacturer narrative:
Additional information was received on 01-nov-2023. It was reported that the activated clotting time (act) was maintained at 350-400. Heparinized normal saline was used as the irrigation fluid. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 25-oct-2023. The device evaluation was completed on 02-nov-2023. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and after the procedure, when the qdot micro catheter was removed from the patient¿s cardiac cavity, thrombus was confirmed attached to the side of the tip electrode. Pulmonary vein isolation (pvi), box isolation (boxi), cavotricuspid isthmus (cti) were performed. Pvi was ablated at 90w, box, cti were ablated at 30-40w. There was no problem related to temperature, resistance, or irrigation. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, a temperature, and impedance patency test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed thrombus attached to the dome. A temperature, impedance, and patency test were performed but all the tests could not be completed due to the thrombus observed in the tip. An occlusion was detected. Afterward, when the device was connected to the generator, temperature values were observed; however, an ablation cycle was not performed due to the thrombus. A manufacturing record evaluation was performed for the finished device 31087781l number, and no internal action related to the complaint was found during the review. Since thrombus was observed occluding the irrigation holes in the dome area, the issue reported by the customer was confirmed. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of radiofrequency (rf) current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and after the procedure, when the qdot micro catheter was removed from the patient¿s cardiac cavity, thrombus was confirmed attached to the side of the tip electrode. Pulmonary vein isolation (pvi), box isolation (boxi), cavotricuspid isthmus (cti) were performed. Pvi was ablated at 90w, box, cti were ablated at 30-40w. There was no problem related to temperature, resistance, or irrigation. No adverse patient consequence was reported.